Manufacturer narrative:
Occlusion alarm issue- no failure identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button is intermittently not functional. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. In addition, customer reported that they received an occlusion alarm during basal delivery. Customer cleared the alarm and blood glucose levels became elevated (400 mg/dl). Customer delivered an injection and changed out supplies to stabilize blood glucose levels.